Event description:
Report received from the USA stating that during pre-surgery, it was discovered that "the pin on the cord" of the motor device was bent. The motor device was not used in surgery. There was an identical spare device available for evaluation. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicates this is due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).